Event description:
It was reported that the left ventricular (lv) lead had dislodged and had no pacing. It was found that the lv lead was located in the coronary sinus and the patient had received "no benefit" from cardiac synchronization therapy. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6932-65 lead, implanted (B)(6) 1996. (B)(4).